Event description:
It was reported that the user received ilet alerts 57 and 90 following a supply change, after which the ilet displayed ¿connect cgm or enter bg dosing stopped¿ while using a dexcom g7; a restart of the ilet cleared the alerts and confirmed pairing with the g7, and dosing resumed. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health and no hospitalization. Investigation included remote troubleshooting and education with verification of cgm pairing and device restart. Investigation of this case revealed transient communication or pairing disruption between the ilet and the dexcom g7 that resolved with a restart, consistent with signal loss. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction resulting in temporary cgm communication loss, resolved by standard troubleshooting.

Manufacturer narrative:
Initial.